Event description:
It was reported that the patient presented in clinic for a follow up due to an arrhythmia. Device interrogation revealed noise oversensing and under sensing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.